Event description:
Additional information received reported that battery depletion was suspected. It was stated that the device went from full charge to 75% quarters without use overnight. It was noted when the patient used it for an hour on the day of the report, the device went from 75% to 50%. The patient reportedly had 'trouble' recharging as it took him 'over 3 hours' to recharge with 8 coupling bars and not using stimulation. It was stated that the patient never had therapeutic effect. The patient reportedly had been programmed 3 to 4 times and was still not getting appropriate stimulation for his feet. It was noted that the patient met with the representative for programming the day prior to the report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that the cause of the event was incomplete coverage of the painful area. It was unsure if the device contributed to the issue. Revision of the lead took place (B)(6) 2012. The patient was reprogrammed on (B)(6) 2013. The patient was using group d "100%." The implantable neurostimulator (ins) was reportedly providing better coverage after the reprogramming.

Event description:
It was reported that a patient had 'soreness' over the implantable neurostimulator (ins) pocket site. There were no symptoms; no swelling or discoloration around the pocket site. It was stated that the ins protruded about ¼ of an inch from the skin level, and that the ins was not 'flush' with the skin. It was stated that the patient noticed the soreness about 1 month prior to report. It was noted that the patient thought there was a bruise that was caused from the antenna of the recharger. The patient uses a belt when recharging and 'has to pull it tight to get good coupling.' About two months later it was reported from the health care provider (hcp) that patient had a revision surgery on (B)(6) 2012. The cause of the event was because the patient needed stimulation below his left ankle; 'to capture the lateral aspect of the left foot.' The goal was for the patient to walk, stand, and drive without 'as much pain.' The patient wanted to go down to a pain level of 5 out of 10. There were numerous reprogramming sessions ((B)(6) -2012) and stimulation was not present below left ankle as he had experienced during the trial. The patient outcome was reported as 'no injury.' No further information was provided.

Event description:
The patient has not had effective stimulation for his pain management since implant. He has a follow-up appointment with his doctor on (B)(6) 2013.